Event description:
It was reported that multiple cartridge alarms occurred using multiple cartridges during the loading sequence and multiple altitude alarms were received. There was no reported adverse impact to customer's blood glucose. Customer reverted to using an alternate method of insulin therapy. Distributor received and examined the pump. The pump history confirmed the reported altitude alarm. The pump vent holes were cleaned and the altitude alarm did not reoccur. A new cartridge was loaded onto the pump without issues.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed and the alleged altitude alarm was verified in the pump logs; however, no failure was identified. The alleged alarm 20 was not verified in the pump logs; no failure was identified.